Manufacturer narrative:
The pump has been returned to animas for evaluation. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a intermittent power (damage) issue. It was reported that the battery compartment was cracked and that the battery cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: unexplained power reboots were observed in the black box. The battery compartment was cracked on the side from the threads to the cover. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hour duration test; no power reboots were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.